Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in a post-procedure x-ray check on 28 aug 2020, the atrial lead was discovered to be dislodged. Lead was repositioned on the same day. Patient had no symptoms and was stable after the procedure.